Manufacturer narrative:
Device analysis: 1 empty syringe of 1.0ml was received in an opened pack with an opened tray; received with cap and without needle. No defect was observed.

Event description:
Healthcare professional reported that with a syringe of juvéderm® ultra xc healthcare professional had ¿difficulty injecting product.¿ patient contact was made. There were no reported injuries. Product was stored at room temperature.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these issues: all the syringes are inspected individually after filling and no problem was detected. There were no non conformities with the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). All the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling for the reported event of difficult to deploy: "health care professional instructions: if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle."

Event description:
Healthcare professional reported that with a syringe of juvéderm® ultra xc healthcare professional had ¿difficulty injecting product.¿ patient contact was made. There were no reported injuries. Product was stored at room temperature.